Event description:
Premature battery eri/eos. This device is one of 25 devices that experienced this issue of premature battery depletion. This MDR is filed retroactively at the request of cdrh and oii after a feb 2025 inspection. Avertix performed a voluntray recall/correction in 2023 for this issue.